Event description:
It was reported that the patient experienced sustained hyperglycemia while using the ilet with a dexcom g7 sensor and a contact detach steel infusion set, with blood glucose readings reported as high, including values around 401 mg/dl, despite a subcutaneous correction dose of rapid-acting insulin by pen and subsequent reattachment of the ilet. Symptoms included high blood glucose. Outcomes included the need for troubleshooting, guidance to perform fingerstick confirmation, waiting periods for insulin action, and later advice to change the infusion set and supplies, as well as administration of an additional subcutaneous insulin injection. Investigation included technical support assessment and user-guided troubleshooting. Investigation of this case revealed that the cause of hyperglycemia was unclear, with potential infusion or site-related issues not ruled out and no device malfunction confirmed. It was concluded that the event was consistent with hyperglycemia of unclear cause, with appropriate user-directed corrective actions implemented. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.